Event description:
It was reported that during a vena cava filter retrieval procedure, the apex filter was reportedly embedded in the ivc wall and could not be successfully removed. A secondary retrieval filter attempt was made approximately one month post initial filter retrieval attempt. A snare device was used to successfully capture retrieve the filter without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.